Manufacturer narrative:
Product complaint#: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: received information as following from sales rep via phone; please refer to the event description, other information requested is unknown. Were there any unexpected outcomes or complications as a result of this event? Was the patient¿s treatment altered in anyway due to this event? If yes, please explain. Was the post-operative care changed due to this event? Please specify. What was the volume of blood loss? How was the bleeding treated? Did the patient require a blood transfusion? Please describe any medical/surgical intervention required including results. Were there any deficiencies or anomalies noted with the device prior to, during or after the procedure? A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. At 17:00, the doctor used suture to suture the abdominal blood vessels of the patient. However, the suture broke and was immediately replaced with a new suture. The suture still broke and was replaced three times in a row. The patient was in a state of massive blood vessel rupture and bleeding, and the quality of the suture was likely to increase the patient's surgical risk. When the fourth suture was replaced, the patient was successfully sutured and safely got off the operating table. No adverse patient consequences were reported. Additional information was requested.